Event description:
The customer reported the system failed to xray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The hard drive was formatted and software reloaded. The system was then found to be operating as intended.